Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 18-dec-2020 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for e-2 error. At the time of the call, the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2020 (day of call) he had gone to his doctor's office due to the error so that they could assist him. A blood test had been performed and the e-2 error had been obtained. Customer had been advised to contact the manufacturer. During the call, a blood test was performed by the customer non-fasting and produced test result of 350 mg/dl using the meter. Customer was satisfied with the result obtained. Customer had not been using the proper testing technique. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/29/2022 and open vial date is (B)(6) 2020.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-062: user had poor technique.